Event description:
Seven (7) days post ingunial hernia repair the pt went to the emergency room with local redness, swelling and pain. Treatment and intervention included surgery; incision with drainage and partial excision of the mesh. Symptoms dissipated after treatment and the pt was released 2 days later; the pt is recovering at home and the wounds are healing. Site cultures were taken and the result was staphylococcus aureus (very sensitive strain).